Event description:
It was reported that the patient had another procedure where electrocautery was used. The patient underwent surgery to have the implantable neurostimulator explanted. It was not replaced. The patient recovered without sequela. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).